Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor quit working occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low wedge error. In addition, an early sensor expiration was found in connection to the reported allegation. The probable cause was determined to be potential patient misuse. The reported event of a sensor quit working is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.